Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and the inner lumen. The extender tubing was also returned. A kink was observed near the y-fitting, approximately 73.4cm from the iab tip. The optical fiber was found to be broken approximately 1.8cm from the iab tip. The optical fiber was found to be broken, confirming the reported alarm, iab optical sensor failure, unable to calibrate fiber optic sensor, & difficult/unable to pressure monitor problems. The kink is confirmed. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy in acute myocardial infarction (ami) patient, the console generated an iab optical sensor failure alarm. The iab sensor calibration failed and artery pressure was unable to be taken through iab optical sensor in the auto operation mode. The customer changed to the transducer to start iabp therapy. It was noted that the customer suspected kink might have occurred during the insertion of the iab catheter. Mild tortuosity, moderate sclerosis and moderate calcification were noted in the patient vessel. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy in acute myocardial infarction (ami) patient, the console generated an iab optical sensor failure alarm. The iab sensor calibration failed and artery pressure was unable to be taken through iab optical sensor in the auto operation mode. The customer changed to the transducer to start iabp therapy. It was noted that the customer suspected kink might have occurred during the insertion of the iab catheter. Mild tortuosity, moderate sclerosis and moderate calcification were noted in the patient vessel. There was no reported injury to the patient.